Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report partial clip movement. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. It was noted a flail was present. An xtw clip was inserted and deployed on the mitral valve. However, after deployment, the clip partially detached from the posterior leaflet. Two additional clips were then implanted to stabilize the partially detached clip. It was noted the mean pressure gradient was 4mmhg after the three clips were implanted. A fourth clip was inserted and grasping was performed. However, the mean pressure gradient increased to 6mmhg; therefore, the physician decided to not deploy the clip. The clip was removed and the gradient returned to 4mmhg. The procedure was discontinued and mr was reduced to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported partial clip movement. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.